Event description:
It was reported that this patient came in for a routine follow up visit and was experiencing extracardiac stimulation. X-ray revealed the lead had dislodged. Additionally, a perforation was revealed. An urgent revision procedure was performed, and the lead was repositioned without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.